Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the cartridges noted that each reload was fully fired and the anvil clamping mechanisms were deformed. Microscopic examination of the second reload observed damaged to the cutting edge of the knife blade. Functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate.

Event description:
According the reporter: occurred during a laparoscopic completion protectomy ileal j-pouch with ileal anal anastomosis. The staplers partially fired halfway, and then the handle would not close smoothly and seemed to jam. The handle would lock up on the second squeeze of the handle. The staples bunched up along the staple line. To correct the poor staple lines, another stapler was used. There will be an additional operation performed to correct the issues because the surgeon created a diverting ileostomy. The ileostomy was temporary. The surgeon was considering not diverting after formation of the j-pouch, but due to the misfiring; the stoma was created. The patient was made aware prior to the procedure of the possible need for a stoma. Surgical time was extended 30 minutes or more, but not adverse event reported as a result of the extension. Current patient status reported as stable and well. Relevant medical history: ulcerative colitis.